Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid left anterior descending (mlad) artery with heavy calcification and heavy tortuosity. The 2.25x15mm trek balloon dilatation catheter (bdc) ruptured during the second inflation at 8 atmospheres (atm). There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.